Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed the pump was accurately and correctly delivering insulin as programmed by the user. The pump was exercised and passed testing of the insulin delivery functions. Evaluation also revealed (B)(4) was leaking and the pump would not hold the set date/time. However, this failure is not the reason for reporting this complaint.

Event description:
On (B)(6) 2011 it was reported that on (B)(6) and (B)(6) 2011 the patient obtained elevated blood glucose readings ranging from 225 mg/dl to 555 mg/dl. The patient did not report any symptoms of high or low blood glucose levels. On (B)(6) 2011 at 5:00 am the patient was admitted to the hospital with a diagnosis of dka. Her admitting blood glucose level was 768 mg/dl. The patient was treated intravenously with insulin. During the troubleshooting telephone call, the technical support representative determined there was no damage to the pump and the patient had correctly changed infusion sites. The pump was not available to review its history. The tsr also determined the pump's date and time were incorrect, which can contribute incorrect infusion of insulin. Product analysis of the returned pump showed the pump accurately and correctly delivered insulin as programmed by the user. The patient did not reset the pump's date/time to the correct settings after a battery replacement. The patient suffered symptoms suggesting severe hyperglycemia and was admitted to the hospital with dka while using the pump; therefore this complaint is being reported.